Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to apparent fast conducted atrial fibrillation (af). Therapy was exhausted. Reprogramming options were discussed by technical services (ts) to prevent the situation to reoccur. The device remains in service. No additional adverse patient effects were reported.